Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed high, out of range pace impedance. A lead fracture was suspected. Attempts were made to program around the out of range impedance measurement but were unsuccessful. A lead revision procedure was performed where the lead was cut and capped. A new lead was implanted. There were no adverse patient effects reported.